Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was found by the family deceased at home approx 12 hours with one battery connected and one battery disconnected. No alarms visual or audible were noted on the system controller.

Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returned for eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.